Event description:
The trilogy ev300 ventilator was returned to a third-party service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device failed an active exhalation control module system pre-test during testing. Additionally, the device failed at machine flow sensor inaccurate flow measurements delivery and measurements during fco repairs. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue of failed active exhalation control module system pre-test and the machine flow sensor was replaced to address the failure of machine flow sensor inaccurate flow measurements delivery and measurements during fco repairs. The root cause is confirmed at this time. The device passed all final testing. The system meets the specification for the performed service and is returned to use. The suspected 3- way solenoid valve and proportional valves were both returned to the manufacturer product investigation lab (pil) for an active exhalation verification test failure at service. This failure is being investigated. No further evaluation of this part is required at this time.